Event description:
Upon opening of femoral component ready for implantation, it was discovered that both sets of inner packaging were punctured, rendering the implant unsterile, had to be sterilized on site and the implanted in the pt. Surgery time prolonged.

Manufacturer narrative:
Evaluation was not possible, as the packaging was not returned. A search of the complaint database did not reveal any other reports against the mfg lot or trend of damaged inner packages for the 6234xx srom nrhfem w/pin family group. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the product was approx ten years old and handling/transporting could be possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.